Event description:
"There have been 6 confirmed cases of an illness with symptoms including head cold, dizziness, loss of hearing and facial paralysis. Staff don't know what is causing the illness but wanted to report the incident to co. They use co's h machines, bloodlines, concentrate, bicarb and dialyzers. They have the FDA, cdc and staff dept of health involved". Four phone calls have been placed to the facility. Message left with secretary and with tech, what was needed. Tech stated the FDA and cdc had been there and they do not believe the illnesses were product related. They also stated they could not give any info. On three of the calls the person answering stated the rn mgr was in but would call back. No call was ever returned.